Event description:
The patient developed ECG changes and then ventricular fibrillation was observed. Coronary angiography was conducted and thrombus was observed in the implanted cypher. To treat the thrombus, aspiration and balloon angiogplasty were conductred with a 4.0 x unkmm balloon. The cardiac function did recover, however, the patient remained in a vegetative state after the treatment of thrombosis. It may have been caused by a brain disorder.